Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years, 10 days. Investigation conclusion: an outflow graft kink was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). A specific cause for this finding could not be conclusively established through this evaluation. The pump was returned assembled with the driveline (dl) cut approximately 1¿ from the pump housing and the distal end was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft, bend relief and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured around the outflow graft nut. Visual inspection of the sealed outflow graft upon disassembly of the device revealed a lengthwise kink. The tissue accumulation on the exterior of the outflow graft (outside of the blood flow path) appeared to have formed around this deformation, suggesting that the graft had been kinked for an undetermined period of time while the device was supporting the patient. The lumen of the outflow graft revealed no evidence of any developed or adhered depositions or thrombus formations. A specific cause for the observed kink in the outflow graft could not conclusively be determined through this evaluation. An evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of developed depositions or thrombus formations while the pump was supporting the patient. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient was routinely transplanted on (B)(6) 2019 and no issues related to the device or device therapy were reported. During the evaluation of the pump, an outflow graft kink was observed. No further information was provided.